Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited alarm during 90% of patient use and medication was infused. No reported patient injury.